Event description:
It was reported that while charging the batteries at the user facility the batteries were getting warm in the cradle. There was no patient involvement, no adverse consequences, no medical intervention and no surgical delay.

Manufacturer narrative:
Device evaluation.

Event description:
It was reported that while charging the batteries at the user facility the batteries were getting warm in the cradle. There was no patient involvement, no adverse consequences, no medical intervention and no surgical delay.